Event description:
Dornier medtech (B)(4), inc received a request for laser service from a customer for their dornier diode flexipulse laser. The customer stated that patients were receiving burns during treatment in the form of irritation of the skin immediately above the vein treated with the laser.